Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient had a possible infection. The patient had symptoms of clear liquid seeping at the pocket site. It was stated that the physician instructed patient to the emergency room (ER). The patient underwent a revision procedure wherein teh ipg was replaced. The patient was doing well postoperatively. The patient was placed on intravenous (IV) antibiotics.